Manufacturer narrative:
Eval summary: (reference internal complaint file number t98160.) Visual examination of returned instrument found less than 1/2mm of one blade tip broken off. Further examination found no signs of ductile fracture, fatigue or corrosion. Review of memo from co's foreign distribution facility found a claim by complainant that said, "instrument was then only 1 week old and had been sterilized in just 1 sterilization cycle." Original complaint report indicated that complainant used autoclaving as their routine method of sterilization. This instrument had very delicate blades, especially at tip. If customers do not handle this type of instrument with care during cleaning or sterilization the blade tips can be broken by perforations in the sterilization tray, or by other instruments in tray. Investigation of this complaint found that the blade tip most likely broke due to mishandling during sterilization. This failure mode would not cause death or serious injury if it were to recur because forces that caused breakage were more severe and variably applied than forces applied during use as scissors in surgery. Genzyme surgical products reported this incident initially because info suggested that failure occurred under conditions expected during use in surgery. New info indicates that this failure would not occur during use in surgery and subsequently would not be likely to cause death or serious injury from recurrence. Had the new info been available at time of initial determination for MDR reportability, this incident would not have been reported under the medical device reporting regulation.

Event description:
Complainant alleges that the tip of the scissors broke after one use.